Manufacturer narrative:
Other - outer base tube weldment; wheel assembly.

Event description:
It was reported by service report that the wheel broke off the cot due to a broken outer base tube weldment. No pt involvement or adverse consequences are reported.